Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the customer went to the hospital and was diagnosed with a staph or (B)(6) infection. She experienced the irritation/infection at the cannula insertion area while wearing the pod on her leg for longer than 48 hours. The patient was prescribed an antibacterial cream (napasin) and antibiotics (cephalosporin) for a 10 day period.